Manufacturer narrative:
A steris service technician arrived onsite to inspect the 3085 sp surgical table, and found no issue with the function or operation of the table; no repairs were required. The reported event is attributed to user error as facility personnel should not have released the floor locks while a patient is on the table. The 3085 sp surgical table operator manual states (1-1), "warning - tipping hazard: do not release floor locks while patient is on table. The technician counseled user facility personnel on the proper use and operation of the 3085 sp surgical table, specifically to not release the floor locks while a patient is on the table. No additional issues have been reported.

Event description:
The user facility reported that during a patient procedure with their 3085 sp surgical table user facility personnel unlocked the table, and it tipped to the floor. The patient was transferred to a different surgical table resulting in a procedure delay. The procedure was completed successfully. An employee's hand was pinched as the table tipped; no medical treatment sought, or administered.